Event description:
Treatment of an aneurysm. It was reported that resistance was felt as the coil was inserted into the microcatheter and then the implant coil detached as it was being pulled back through the microcatheter. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device has been evaluated and the cause of the event could not be determined. (B)(4).